Event description:
In january the washer/ disinfector machine was leaking. It was found that the leak came from cracks in the welds of the washer chamber. The steris technician explained that the machine would need to be welded or the washer chamber replaced. At that time, manufacturer came and welded the machine and the leaking stopped. In may, a second unit was found to be leaking from the welds in the washer chamber. When steris contacted, they mentioned they have a kit that fixes welds but it may not be able to fix this issue. The manufacturer plans to come out to review the machine to determine best way to fix.